Manufacturer narrative:
¿Fixation of mandibular angle fractures with a 2.0 mm 3 dimensional curved angle strut plate¿. (2005) guimond, c., johnson, j.j., and marchena, j.m. Journal of oral maxillofacial surgery 63:209-214. This report is for an unknown - screw - monocortical/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article; ¿fixation of mandibular angle fractures with a 2.0 mm 3 dimensional curved angle strut plate¿. (2005) guimond, c., johnson, j.j., and marchena, j.m. Journal of oral maxillofacial surgery 63:209-214. This was a retrospective evaluation of 37 patients with noncommunited mandibular angle fractures fixated with a transorally placed curved 2.0 mm strut plate. (Synthes maxillofacial, paoli, pa). The plates were fixated with monocortical screws. The mean age of the 37 patients was 28.6 years (range , 15 to 62 years). There were 32 males and 5 females. Postoperative intermaxillary fixation was used in 5 patients for a mean period of 22 days. A (B)(6) patient developed infection requiring plate removal and reapplication of fixation. A (B)(6) patient developed dehiscence without consequence. A (B)(6) patient developed infection requiring plate removal and reapplication of fixation. This is report 1 of 1 for (B)(4). This report is for unknown titanium 2.0 mm curved angle strut plates and unknown monocortical screws. The country of origin of this article is united states and canada.